Manufacturer narrative:
Clinical circumstances did not warrant removal; however review of the radiograph provided confirmed the left s1 set screw separated from the screw head. The surgeon will continue to monitor the patient for any indication prompting additional treatment. Based on the xrays received, the report of a loose screw was confirmed. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
A patient underwent spinal surgery consisting of seaspine's mariner pedicle screw system from levels l2-s1. A lateral x-ray revealed the left s1 set screw migrated in the postoperative period.